Event description:
It was reported that during the extraction of the right ventricular lead, the left ventricular lead was dislodged and unable to be repositioned. The left ventricular leads was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the lead was returned but no analysis was performed due to pending legal action.